Manufacturer narrative:
It was reported that the end cap cover of an equipment boom allegedly fell off during room preparation before a surgery. It could not be determined exactly how the cover detached and fell, but it's likely that it was impacted by another piece of equipment damaging the cover and causing it to become loose and fall. There was no patient involvement as it occurred prior to a procedure and no adverse consequences were reported. The end cap was replaced and the boom was returned to service.

Event description:
It was reported that an upper arm end cap of an articulating equipment boom in (B)(4)allegedly fell off of the boom during room preparation. There was no patient involvement and no adverse consequence reported.